Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 200 mcg/ml at ¿39.97¿, fentanyl 5,000 mcg/ml at 1,000 mcg/day, morphine 0.5 mg/ml at 0.09992 mg/day and prialt 0.5 mcg/ml at 0.09992 mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that the pump had not alleviated any pain. Per the patient the physician had been ¿bumping up¿ the medication. The patient was not getting any pain relief yet. Additional information was received on 13-jan-2020 from the healthcare provider via the company representative who reported that the patient doesn¿t think he was getting any relief from the pump. The physician was going to schedule the patient for spinal surgery when the pump had been titrated down. The physician was going to do the titration over about a month. On (B)(6) 2020 the dose was taken down by 50%. Now the fentanyl is 499.6mcg, baclofen is 19.98mcg, morphine is 0.04996 mg, and prialt 0.04996 mcg. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event. Additional information was received from the healthcare provider via the company representative on 2020-jan-28. It was reported that the pump and catheter were removed and were going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (b)(6,) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(6) , ubd 2021-03-27, UDI# (B)(4), h3 ¿ the pump and catheter were returned for analysis. Analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿catheter body ¿ kink observed¿. H6 - result code 213 is for the pump; previously submitted conclusion code 67 remains for the pump; result code 114 is for the catheter; and conclusion code 22 is for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.